Event description:
It was reported that" on (B)(6) 2026, the doctor feedback after a period of use the extension line was found deformed during used on the patient. " associated complaints 9680794-2026-00237, 9680794-2026-00236.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). One unit of chronic hemodialysis catheter was returned to the manufacturer for evaluation. The extension line was deformed. Yellow c oloration was observed on the hub, catheter lumen and extension line. Additional information was requested. A response was provided. Insertion site was subclavian vein. Catheter insertion date was (B)(6) 2025. Approximately 8 months of uneventful use was seen with the catheter. Mupirocin ointment was used for daily disinfection of the catheter site. No patient harm noted. Catheter was replaced with another unit. No medical intervention required. Pictures were shared with materials team to determine any potential issues. Per the review, it is highly likely that the observed de formation and discoloration are associated with repeated application of mupirocin (e.g., bactroban). The changes appear limited to externally exposed portions of the catheter, with no impact to internal regions, which is consistent with a surface-applied agent rather than an intrinsic material issue. Prolonged daily application would be expected to result in deformation. Per IFU states the following: avoid excessive or prolonged use of alcohol-based solutions and ointments to clean catheter or site care clean skin around catheter using acceptable skin antiseptics. Cover exit site with sterile occlusive dressing for the entire duration of implantation. If catheter swelling is observed, discontinue use and replace catheter. Exit site and dressings must be kept clean and dry a DHR review was completed for lot 33f23k0169 and its associated sub-components. No relevant findings or non-conformities were noted. Based on the information, the most likely root cause of the issue is unintentional use error. Teleflex will continue to monitor similar issues and trends.

Event description:
It was reported that"06 mar 2026, the doctor feedback after a period of use the extension line was found deformed during used on the patient. " associated complaints 9680794-2026-00237, 9680794-2026-00236 and 9680794-2026-00238.